Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2004; 5071-53 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced a systemic infection with multiple growths around their heart valves approximately three months after a device exchange procedure. Their cardiac resynchronization therapy defibrillator (crt-d) system was removed during an open heart surgery procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.